Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6), 2008.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, the device was removed in (B)(6) of 2008 due to irritation reported by the patient.all other information is unknown and unavailable.